Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly. No failed battery test alarm was noted during testing. All operating currents are within specifications. The insulin pump passed the displacement and self-tests. No unresponsive button noted. All buttons function properly; however unit had moisture on keypad traces. The insulin pump was received with cracked belt clip slot, cracked reservoir tube lip, minor scratched lcd window, cracked lcd window and cracked case at display window corner.

Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was 146 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.